Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several episodes of anti-tachycardia pacing (atp) and multiple shocks to convert arrhythmias. Therapy was noted to be potentially inappropriate due to possible atrial driven arrhythmia. The electrograms (egms) showed atrial undersensing and episodes of tachyarrhythmia stored as non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt). Trending also showed a recent drop in thoracic impedance. Further review of device settings was recommended. At this time, the device and leads remain in service. No additional adverse patient effects were reported.